Event description:
On two separate occasions dr. Experienced a malfunction of the cr4000 cryo unit and cr4010 cryo probe. After turning the unit on and activating the footswitch, the probe unexpectedly released from the unit. The force was significant. The second incident occurred while a patient was undergoing treatment. While holding the probe, the doctor's hand was forced forward by the pressure of the released probe causing minor damage to the patients conjunctiva. The patient was successfully treated with a backup unit.